Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 1gm intraperitoneally two times a week for three weeks for the peritonitis event. It was reported that the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14b02014, h14b17095 and h14c24107 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.